Manufacturer narrative:
Additional information: recall summary: bd is conducting a voluntary medical device recall for three lots of bd vacutainer® eclipse¿ blood collection needles 22gx1.25 based on confirmed complaints that the bevel is missing from the non-patient (np) needle end of the eclipse blood collection needle. Product and scope: the bd vacutainer® eclipse¿ blood collection needle is a sterile, single use medical device. It consists of double-ended hollow cannula, pointed at both ends and fixed inside a plastic screw thread hub. The intravenous end of the cannula is pointed for insertion into (usually) the median cubital vein of the arm, while the other end has a point suitable for piercing, without coring, the rubber stopper of a bd vacutainer® blood collection tube. This is the non-patient (np) end. Description of issue: bd pas received complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle product, specifically for catalog# 368608, lot# 8207894, causing blood leakage. Subsequently, additional complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle were received on lot #s 8354527 and 9025826. Investigation indicates these lots are impacted and the recall has been expanded to include them. Summary table of the # of complaints and mdrs in scope: there were a total of 22 complaints and 22 mdrs within scope at the time the expanded field action decision was made. Hhe summary: the risk of transmission of bloodborne pathogens, unnecessary post-exposure prophylaxis due to exposure of hcw to contaminated blood and potential for a needlestick injury from a bd vacutainer® eclipse¿ blood collection with a missing np needle bevel is considered to be very low. Additionally, an overall risk assessment was taken into consideration. Of all complaints bd received, there were no indication of the end user being subjected to direct blood exposure or needlestick injury. Taking all these factors into consideration, the health hazard associated with this product failure is remote. Investigation summary: bd pas has initiated CAPA (B)(4) to further investigate this issue and implement corrective actions. Recall reference #, either bd internal or res/z#. Please reference bd recall #: pas-19-1429-fa, associated with res82351.

Event description:
It was reported that 30 bd vacutainer® eclipse¿ blood collection needles experienced blunt non patient end needles. The following information was provided by the initial reporter: material no: 368608, batch no: 9025826. The eclipse needle (needle end) had a blunt end, instead of a sharp end and they could not push it into the blood collection tube correctly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd vacutainer® eclipse¿ blood collection needles experienced blunt non patient end needles. The following information was provided by the initial reporter: material no: 368608, batch no: 9025826. The eclipse needle (needle end) had a blunt end, instead of a sharp end and they could not push it into the blood collection tube correctly.

Event description:
It was reported that 30 bd vacutainer® eclipse¿ blood collection needles experienced blunt non patient end needles. The following information was provided by the initial reporter: material no: 368608, batch no: 9025826. The eclipse needle (needle end) had a blunt end, instead of a sharp end and they could not push it into the blood collection tube correctly.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for blunt needles on the non-patient end with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to blunt needles was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #744088 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for blunt needles on the non-patient end with the incident lot was observed. Evaluation of the retain samples was also conducted and the issue was not observed. Further investigation activities have been conducted through CAPA #744088 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA #744088 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.